Manufacturer narrative:
The investigation showed no bubbles. Your bubbled may have been caused by the aspiration setting of the eva. In the future, put this stetting not on zero please. Incident occurred during surgery, vitrotome produced air bubbles which leads infection to patient which is a serious harm, hence concluded as reportable. This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research centre (B)(4)). Details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on (B)(4) 2017. All available information has been provided. This complaint is not confirmed and has now been closed.

Event description:
A report from iran has been received reporting the following: these probes were from the same lot number that we had bubbling problem with them. Samples are available.